Event description:
It was reported that high impedance was observed on a normal mode diagnostic test in the patient's office visit on (B)(6) 2016. The patient was subsequently seen by the surgeon for a surgical consult on (B)(6) 2016, and system diagnostics also showed high impedance. Surgical intervention has not occurred to date. No additional pertinent information has been received to date.

Event description:
The patient¿s vns system was fully replaced in surgery. Attempts for product return were made, but the explanted devices have not been received by the manufacturer to date. No additional pertinent information has been received to date.

Manufacturer narrative:
Initial report inadvertently omitted the lot number for the suspect device.